Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event related to pain experienced by the individual. However, no part number or batch number was provided for further analysis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/9/2025, a clindex notification was received indicating a patient listed in the foot and ankle registry reported experiencing persistent pain on (B)(6) 2024. The event was noted as being related to arthrex products implanted on (B)(6) 2024. No additional information was provided.